Event description:
It was reported that during a gastric bypass procedure, on the sixth and ninth firings, the third staple line seemed to be separated. It was as though there was a second cut line. Most staples were correctly shaped but there were some that were not completely formed. The pt was fine and surgeon continued the procedure with the same device.

Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.